Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation: no complaint received with return of device. Failure (event) observed during analysis. A partial lead was returned in two segments. External insulation abrasion was noted at 12.5-12.7cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at his location. External insulation abrasion was noted at 10.6-11.0cm from the distal tip, consistent with lead friction to another device or heart feature. The conductor lumen was empty at this location due to explant damage.